Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical equipment technician initially discovered the touchscreen issue in the respiratory workshop-- the touchscreen was not responding to the touch. The biomedical equipment technician checked the device, attempted touchscreen calibration, and pulled the battery out to power down the device. Upon receiving the replacement touchscreen, the biomedical equipment technician replaced the defective touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not working. The customer ultimately ordered the replacement touchscreen for repair. The investigation is ongoing.